Event description:
It was reported that patient's scs system is auto reducing. One lead was high impedances. The patient reported she has not experienced any falls. An x-ray is planned and surgical intervention is planned to address the issue. Note the patient rec'd two leads with the same lot number.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.